Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot info has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant info.

Event description:
It was reported that a physician in training attempted an arteriotomy closure with a starclose after a diagnostic procedure. The device became stuck after deployment of the clip and after approx 10 minutes, the device was removed with approx 15-20 lbs. Of pressure. Hemostasis was achieved with the starclose. There was no pt injury or effect. No additional info available.